Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. The data log was not provided to dexcom for evaluation, however, the distributor attached pictures of patients data download which confirmed the reported event of intermittent antenna icon. A definitive root cause could not be determined. No additional patient or event information is available.